Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the vessel sealer extend (vse) instrument was not working. The procedure was completed with no reported injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the instrument did not work at all.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vessel sealer extend (vse) instrument to perform failure analysis. The instrument was analyzed, and it was found to have a dislodged grip ring likely causing the grip tips to not open. The grip open lever was not functional. The grip ring moved freely up and down at the grip drive adapter. When placed on an in-house system, the instrument passed recognition and engagement tests. It moved intuitively with full range of motion in all directions.